Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received 11 may 2018. Left knee revised to address pain and aseptic loosening of the tibia base plate. Revising surgeon noted that the tibial base plate was loose, and debonded from the cement mantle, with no cement adhered to the tibial component. The cement mantle was well-fixed, as was the femur component. Tibia, insert, and femur components were revised. The patella was well-fixed and tracked well with new revision components, so was not revised.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.